Event description:
It was reported that a female patient who underwent breast augmentation with a 425cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced left sided breast pain, left sided gel pain, and bilateral device migration post procedure. The patient had bottoming out to the breast implants. Magnetic resonance imaging was performed due to breast pain and demonstrated rupture. The suspected rupture was found to be gel bleed upon explant of the device. Bilateral breast wise pattern mastopexy, bilateral breast lateral capsulorrhaphy, and bilateral replacement with 545cc mentor memorygel breast implants was performed on (B)(6) 2022. Mentor became aware of a left sided issue on may 24, 2022. On june 9, 2022 mentor received additional information and initial awareness of a right sided issue. This report relates to the right prosthesis. See 1645337-2022-07036 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.reason for device explant and/or reoperation: device migration.mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device (B)(6) number on july 14, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).